Event description:
Revision surgery - due to the humerus fracturing distal to the stem. (Bone fracture)

Manufacturer narrative:
The reason for this revision surgery was to address a fracture of the humerus after 5.35 years of use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product: ncmr # (B)(4) involved (B)(4) parts that were returned to the vendor for not meeting specification. A review of the product complaint report history shows this is the (B)(4) complaint for this product: five due to infection, five for device loosening, two revisions, 11 due to trauma, two due to dislocation, five for stability/poor joint issues, one broken/cracked device, one due to pain, one for a surgical technique, one malposition, one due to dissociation, and one for a packaging concern. This is the second complaint for this lot number. The root cause for the fractured humerus could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.